Event description:
The patient received two trial scs leads (same lot) on (B)(6) 2011. It was reported the evening of the trial, the patient experienced severe pain from the lower back to bilateral groin region. The pain was present whether stimulation was on or off. The patient reported to the emergency room where she was treated with morphine injections to relieve the pain. The pain did not reoccur. The physician reported he did not feel the incident was related to the scs system. It was also reported the patient was not receiving stimulation where she had originally felt it. Reprogramming resolved the issue and the patient expressed satisfaction with the stimulation provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.